Manufacturer narrative:
A vyaire medical field service representative (fsr) evaluated the device onsite. The fsr was unable to calibrate the blender due to a bad solenoid valve (v4). The fsr replaced the blender, o2 sensor, and fan filter cover. The device meets manufacturer specifications.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit was set for 28% of fraction of inspired oxygen (fio2) but was reading 94%. The customer performed troubleshooting, but the issue was not resolved. The issue occurred during patient use; the customer reported the ventilator was removed from the patient and the patient was placed on another ventilator. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect blender assembly for investigation. An evaluation of the component could be confirmed and duplicated. The blender was not properly calibrated. The blender performed to specification after calibration.